Event description:
It was reported during a gastrectomy procedure, the device could not be removed smoothly after the first firing. The device was eventually removed and the case was completed with the device with no adverse patient consequence.